Manufacturer narrative:
H10: internal complaint reference number: (B)(4).

Event description:
It was reported that during a right knee arthroscopic meniscus repair surgery, the t1 of the fast-fix 360 was deployed. After deployment, the needle of the fast-fix 360 was removed from the meniscus tissue. It was noticed that t1 was not on the needle tip and there was no link between the suture loop and t1. The suture loop remained intact in the needle. The t1 remained inside patient¿s knee joint, lodged behind capsular tissue, with no attempt to remove it. The procedure was completed with a surgical delay of 3 minutes using a back-up device. No further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed that it is not in its original packaging. The insertion device was returned in the pret2/postt1 setting with the suture returned off the insertion device, t1 fractured away from the suture, the suture was bent where it was on the suture string; t2 was still in the channel ready to deploy. There is biological debris on the returned items.. A functional evaluation was performed on the returned device and found it cycles as designed. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of anchor material specification, found that the raw material strength requirements and storage requirements are specified and each lot must be accompanied by a material certificate of analysis. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include an application of unintended inappropriate or excessive force to the device. Based on this investigation, the need for corrective action is not indicated.